Event description:
A patient reported experiencing inaccurate high results with a one touch basic enhanced meter. The patient's blood glucose results were "119 mg/dl" on their meter and "92 mg/dl" from the lab test. Tests were done within 10 minutes with a difference of 27%. Patient did not experience any adverse events.